Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump battery error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that the alarms occurred before and after battery changes. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details provided.